Manufacturer narrative:
(B)(4). Batch #: v96211. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslg2c45a device was returned with the bottom portion of the I blade out of the lower jaw channel; the lower jaw channel was damaged. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. It is possible that this damage could have caused the reported event. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hand assisted colon resection procedure that while using the device on radiated tissue the generator gave an unknown error and the surgeon indicated that something "broke" in the jaws. Another like device was used to complete the procedure. There were no adverse consequences for the patient.